Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutdown and the customer was unable to deliver a bolus. Tandem technical support reviewed the pump history and found the customer accidentally turned the pump off. Customer had elevated blood glucose (bg) levels (310 mg/dl). Tandem technical support guided the customer through reloading the cartridge onto the pump and resuming insulin. Customer administered manual injections to address elevated bg levels.